Manufacturer narrative:
The unit passed the displacement test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents were within specification. The radio frequency failed self-test alarm was found during the self-test due to a faulty y1/rf board. The unit had a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads.

Event description:
The customer's mother called to report a radio frequency failed self-test alarm. The customer's blood glucose level was unknown. The caller performed a self-test but it failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.